Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the all monitors are black, and the system won't start up. Upon troubleshooting, the rse checked the system and found that the data monitor's led is flashing green, the live monitor is orange, and the startup screen isn't showing on the data monitor. The xpermodule only displays the windows icon, rse tried shutting down multiple times, but the issue persists. The philips field service engineer (fse)went onsite, checked the system and found the host pc (main control pc) had a startup failure. To resolve the issue, the fse replaced the host pc, mdp control unit and hard disk spare part. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.